Event description:
The customer reported that the power to a v60 ventilator was cut off and no alarm was heard. The unit was in clinical use; no delay in the therapy was reported due to this failure. There was no reported harm.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
H10: evaluation tests were run on the device but the reported phenomenon could not be duplicated. The event log noted diagnostic code:1101 indicating the phenomenon that the ventilator had restarted due to anomalies detected during operation and the diagnostic code :3007 which is only for information had occurred. The issue was investigated but no abnormality was confirmed. The software version was proactively reinstalled. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.